Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The suspect device on initial emdr was found out to be a non-carefusion product. No product will be returned. No investigation was performed.

Event description:
The customer reported that while disconnecting filter the male luer broke off in the maxplus female luer. A new filter set was hung and the IV fluids with additives continued.

Manufacturer narrative:
.